Event description:
The customer called in for assistance rewinding the insulin pump. During the call, the customer stated that she gave herself two manual injections due to blood glucose levels as high as 510 mg/dl. The customer stated that she was home alone, and was a bit concerned. Advised the customer that the paramedics would be called for her. The paramedics arrived, and they stated that the customer's blood glucose levels would be tested, but if elevated, she would be taken to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.